Manufacturer narrative:
The lot history record will be reviewed with special attention to the manufacturing and inspection of this product. Customer has also been contacted to advise on the patient health status and the outcome of the surgery.

Event description:
Translation of customer report: the needle had twisted several times before because the patient was moving, the brain injury that he presents causing a lack of control of the reflexes, his muscles are deep and powerful because it makes (B)(6). The fact that the needle twists did not worry me because it is very thin (37 mmx0.41 mm, 27 g) and this has already happened to me without consequence. This time the needle broke when it was inserted into its support and when I pulled out the pressure on the muscle, it was buried in the muscle, I could not remove it, it will be removed at the operating room of the clinic of (B)(6) by dr. (B)(6) on monday (B)(6).